Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
On (B)(6) 2017: synergy received. Patient was revised to address pain. The asr prosthesis were explanted and an antibiotic spacer was replaced, then re-implantation on (B)(6) 2017. This complaint was updated on a (B)(6) 2017.

Manufacturer narrative:
On (B)(6) 2017: synergy received. Patient was revised to address pain. The asr prosthesis were explanted and an antibiotic spacer was replaced, then re-implantation on (B)(6) 2017. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.